Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient obtained error 4 messages on her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to say when her mother started getting the error 4 messages. The patient manages her diabetes with insulin, which she self-adjusts. The reporter denied that the patient made any changes to her usual diabetes management routine after obtaining the messages. She claimed that an unknown time later, the patient started ¿jittering¿ and associated this symptom with hypoglycemia. The reporter denied that the patient received treatment for her symptom above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The reporter described the correct testing steps and confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The test strip completely drew in the sample. The cca walked the reporter through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Jittering, after obtaining error 4 messages on the subject meter.